Manufacturer narrative:
Product complaint #: (B)(6). Date sent: 3/6/2020. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? The device was locked on tissue. If yes, how was the device removed? The devices did eventually open by using the release button on the back of the device. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Troubleshooting steps were simply to continue trying the release button on the back of the device until it opened. Did the jaws eventually open? Jaws did eventually open. Surgeon stated that he couldn¿t remember in detail what happened since there were no patient consequences and the devices did eventually open he put it out of his mind. However, he said it was strange that it happened on two devices when he has not had issues in the past.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5dv7a. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Device evaluation summary: the analysis results found that the ats45 device was received with no apparent damaged and with a tr45w cartridge loaded on the device. The returned reload was partially fired 1/16. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The device performed without any difficulties noted during the functional testing, the device opened and closed without any difficulties noted. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during a right open radical nephrectomy, the jaws of the stapler wouldn't open after being compressed on the tissue. Another like stapler was used to complete the procedure. It was not reported if the device had fired when the issue occurred or how the device was removed from tissue when the issue occurred. There were no patient consequences reported.